Event description:
Customer reportedly received the following results on the nano system, compared to a professional device, within 10 minutes: 356 mg/dl (nano) and 127 mg/dl (emt meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.